Event description:
Dr. (B)(6) from (B)(6) reported a revision procedure involving an apifix device (part # lps-065-045, lot # af-11-057-20, (B)(6)). The device was implanted on (B)(6) 2023 and removed on (B)(6) 2025, following a patient incident. Although no death or injury occurred, the implant was removed after the patient who was outside the indications for use at 49 years old suffered a fall while skiing, resulting in device breakage. The revision was performed by a different surgeon, and the hospital retained the device, which is currently located with the patient and hospital.